Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump is having problems. Customer stated they changed reservoir and it looks like in squirting out insulin. Customer was trying to change her infusion set, when she noticed the leak. Customer's blood glucose was 263mg/dl. Customer reported insulin squirting out during prime process. The insulin pump is stuck in prime/rewind loop. Advised customer to revert to back up plan. In addition, the pump is missing the dome sticker. Customer declined high blood glucose troubleshooting. Customer stated they had an insulin pen to treat. Customer will return insulin pump for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic test due to a loose/protruded drive support disk. Unable to perform the prime, occlusion or excessive no delivery alarm tests due to the alarm. The pump passed the self test, unexpected restart test and all operating currents were normal. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a peeled address serial number label.